Manufacturer narrative:
As of the date of this report, the suction irrigator instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) from offsite or out of the room and did a 3-way call with the operating room (or) staff who reported that the suction irrigator instrument was stuck on the arm. The customer stated that they had undocked the whole arm and trocar from the patient. The customer then explained that it looked like the tip of the suction irrigator instrument was broken and getting stuck in the trocar. The customer stated that they were going to work on getting the instrument tip out of the trocar, but they were proceeding with the case. The customer ended the call. The procedure was completing as planned with no reported injury.